Manufacturer narrative:
This case is related to patient identifier (B)(6).

Event description:
On (B)(6) 2013, it was reported that the patient's infusion device did not display w2 (battery low) before the battery was completely depleted. The infusion device shut off unexpectedly. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.